Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that waveone gold primary 3-file ster 25mm on a couple of occasions the files have broken in the root canal and had to be left in situ. This happened with relatively simple root canal procedures. No report of further medical treatment required or medical intervention.

Manufacturer narrative:
Eight waveone gold primary files 25mm were returned (two files in loose + six unused files). One of the files in loose is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The second file has no damage. Nothing unusual to report was found during DHR review (batch #1649431). Unused files have been evaluated and were found in compliance with specifications.